Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "bubbles during surgery" (air leak). A surgeon reported air bubbles were noted during the laser treatment. The surgeon noted the bubbles decreased the view. No pt injury was reported.

Manufacturer narrative:
The laser probe will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).